Event description:
It was reported to boston scientific corporation that an rx cannulating autotome was used in the papilla vater during endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2013. According to the complainant, during the procedure, the device was able to cut minimally but suddenly the device did not work. The procedure was completed with another rx cannulating autotome. Reportedly, the patient did not have tortuous anatomy. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
Result- no failure detected; the alleged failure ¿current delivery failure¿ could not be duplicated, however, the working length was found to be twisted. A visual examination of the returned device found that the working length was twisted. The cutting wire was measured and was within specification. Functionally, a resistance test was performed and the resistance across the 2-in-1 connector and all sections of the cutting wire was within specification. The device showed no evidence of the alleged issue or any defect which could have contributed to the event. The complaint was not confirmed. Although the working length was twisted, this failure could not affect the electrical performance of the device and it does not have a relation to the reported event. Therefore, the most probable root cause is not confirmed. A review of the device history record (DHR) was performed; no anomalies were noted.

Event description:
It was reported to boston scientific corporation that an rx cannulating autotome was used in the papilla vater during endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2013. According to the complainant, during the procedure, the device was able to cut minimally but suddenly the device did not work. The procedure was completed with another rx cannulating autotome. Reportedly, the patient did not have tortuous anatomy. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.